Event description:
It was reported that during a craniotomy, a component disassembled from the drill's handswitch and fell into the surgical site. Just after turning the flap, but prior to opening the dura, the surgeon noticed that a spring from the handswitch had disassembled and fallen onto the edge of the exposed cranial bone. The surgeon was able to manually retrieve the component, without adversely affecting the pt. This event did not cause a delay and backup equipment was not required. No medical intervention or additional treatment was required for the pt, as a result of this event. No pt or user injury was reported, and no other adverse consequences were alleged.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The quality investigation verified that a spring and holding pin were missing from the handswitch assembly. It is unk how the components disassembled from the handswitch. Given the age of the device, deterioration of the adhesive holding the components in place, may have contributed to this condition. A review of complaint data for the past 6 years did not reveal any similar events, so this is considered an isolated incident. A replacement device was provided to the user facility.